Event description:
Report received from the study database indicated that this patient had two smart stents (x0605330/c06080mv and 40805371/c06100mv) placed in the right superficial femoral artery (sfa). Procedural details were not provided. Per protocol a duplex study was performed before patient was discharged form the hospital. The results confirmed occlusion of the sfa distally to the target lesion. The stented segment was patent and there was no occlusion seen within 5mm from the implanted stent. The next day patient was treated with antegrade catheterization to the right common femoral and catheter placement for thrombolysis using tpa infusion. Two days after index procedure persistence dissection flap in the distal sfa was indicated. Thrombolysis was discontinued and further stent placement in distal sfa was performed overlapping distal end of the existing stents (smart control cat# c06100sv lot#y0805299). No other procedural details were provided. Per the physician, this event was unlikely related to device and highly probable related to procedure. Two weeks later the patient experienced chest pain and myocardial infarction was ruled out. Nicorandil medication was prescribed. Per the physician, this event is unrelated to both the device and the procedure. This patient experienced another adverse event about three months post index procedure. Patient was admitted for persistent pain and ulceration of the right leg. An angiogram was performed where it revealed full-length occlusion of the right sfa. There was total occlusion of all the stents. Subsequently two weeks after diagnosing the full-length occlusion a right femoro-popliteal bypass graft was performed. This event was considered by physician to be highly probable related to device and possible related to procedure and was resolved in mos later.

Manufacturer narrative:
This product will not be returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the information provided and without the returned product the exact cause of the reported issue could not be determined. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. This is one of three products involved in the same patient and reported under manufacturing number # 9616099-2006-00586 and # 9616099-2006-00587 and 9616099-2006-01603.